Event description:
It was reported that the device was broken/damaged. Factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch sear assembly. Lvp bezel post recall completed. Replaced bezel assembly, rear case assembly. Replaced bottle and patient side pressure sensors due check IV set alarm. Replaced dim u4 on display board, and membrane frame. Recall fr110 not affected. A review of the device history record showed the device had a manufacture date of 04/02/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door latch assembly. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4, pa-2014-0026 for pressure sensor, _00926 for door latch, ca-2013-0494 for sear damage.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.